Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed kinks in the sheath assembly. Broken drive shaft and imaging core (ic) windup within the telescope section of the device. Ic windup began 43cm from the distal end of the connector shaft. The imaging window was twisted. Impedance testing showed an electrical open at proximal end of the catheter.

Event description:
It was reported that catheter issue occurred. A less than 90% stenosed target lesion was located in a non-tortuous and severely calcified left superficial femoral artery. The opticross 18 imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, when the physician pushed the catheter through the lower left extremity of the lesion with some resistance felt over the wire; and turned on the intravascular ultrasound (ivus) imaging, it twisted at the distal portion of the catheter. He, then completely disconnected it from motor drive unit (mdu) and unwound the twisted portion of the device. Upon reconnecting to mdu and attempted to image, the screen was completely black. Tried to re flushed the device but still no image shown. Ivus catheter was removed and angioplasty with a non-bsc balloon to create a better channel. It was also confirmed that device was kinked on the mid shaft. The procedure was completed using an alternative method and without further issues. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. A less than 90% stenosed target lesion was located in a non-tortuous and severely calcified left superficial femoral artery. The opticross 18 imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, when the physician pushed the catheter through the lower left extremity of the lesion with some resistance felt over the wire; and turned on the intravascular ultrasound (ivus) imaging, it twisted at the distal portion of the catheter. He, then completely disconnected it from motor drive unit (mdu) and unwound the twisted portion of the device. Upon reconnecting to mdu and attempted to image, the screen was completely black. Tried to re flushed the device but still no image shown. Ivus catheter was removed and angioplasty with a non-bsc balloon to create a better channel. It was also confirmed that device was kinked on the mid shaft. The procedure was completed using an alternative method and without further issues. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter: updated.

Event description:
It was reported that catheter issue occurred. A less than 90% stenosed target lesion was located in a non-tortuous and severely calcified left superficial femoral artery. The opticross 18 imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, when the physician pushed the catheter through the lower left extremity of the lesion with some resistance felt over the wire; and turned on the intravascular ultrasound (ivus) imaging, it twisted at the distal portion of the catheter. He, then completely disconnected it from motor drive unit (mdu) and unwound the twisted portion of the device. Upon reconnecting to mdu and attempted to image, the screen was completely black. Tried to re flushed the device but still no image shown. Ivus catheter was removed and angioplasty with a non-bsc balloon to create a better channel. It was also confirmed that device was kinked on the mid shaft. The procedure was completed using an alternative method and without further issues. No patient complications were reported.